Manufacturer narrative:
Examination of the returned used device plpul2020 found that a piece of plastic did break off inside of the diathermy tip. The broken piece of plastic was returned for examination. A root cause cannot be determined; however, based upon evaluation of the device, a possible cause of this event could be the use of excessive force. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. A two-year lot history review shows a total of one device for this lot number and failure mode. (B)(4). Per the instructions for use, the user is advised that if necessary to remove blade: unplug the pencil. Ensure that cam is in the lock position. Use a surgical clamp and pull blade forward. Replace with blade of choice. Confirm that blade is completely inserted and secure before activating pencil. Never force the blade into the pencil. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The sales representative reported on behalf of the customer that the plpul2020 ultra surgical smoke evacuation pencil device was being used during a laparotomy procedure on (B)(6) 2026 when it was reported "a piece of plastic broke off the inside of the diathermy tip when changing the tip. The clear plastic was found on the drapes near the surgical incision site." The procedure was completed with the use of an alternate covidien device and a 2-minute delay. There was no report of injury, medical intervention, or extended hospitalization for the patient or user. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Event description:
The sales representative reported on behalf of the customer that the plpul2020 ultra surgical smoke evacuation pencil device was being used during a laparotomy procedure on (B)(6) 2026 when it was reported ¿a piece of plastic broke off the inside of the diathermy tip when changing the tip. The clear plastic was found on the drapes near the surgical incision site.¿. The procedure was completed with the use of an alternate covidien device and a 2-minute delay. There was no report of injury, medical intervention, or extended hospitalization for the patient or user. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.